Event description:
Received information stating customer had multiple occlusions due to kinked cannulas; however, the pump did not alarm. Reportedly, the customer's blood glucose level was elevated.

Manufacturer narrative:
No product returning for evaluation. Attempts were made to obtain all available information. Should new information become available, a follow up MDR will be submitted.